Manufacturer narrative:
(B)(4). Final analysis found the device exhibited normal device characteristics.

Event description:
It was reported that the pulse generator exhibited capture anomalies. The patient had cancer on her left breast and was under going radiation. The device was explanted and replaced. No additional information was reported.